Manufacturer narrative:
The returned pump was tested at a hospital site with a similar scanner to ensure the force of attraction for this pump was within the expected range at the defined maximum magnetic field strength, as well as at a greater field strength. In both cases, the pump did not exhibit any significant force of attraction. The medrad clinical support specialist, who was at the hospital when this incident occurred, tested the pump by inserting it into the bracket after the incident to ensure the bracket was working correctly. The bracket held the pump, even when placed as close as possible to the bore of the magnet. The returned pump did not show significant attraction to the scanner at the maximum specified 2000 gauss condition to contribute to the reported behavior. The returned pump could only have been drawn to the magnet by exposure to significantly greater than the 2000 gauss field limit.

Event description:
It was initially reported that the continuum infusion pump was drawn into the bore of the magnet when the physician removed the pump from the bracket in the MRI scan room and then put the pump back into the bracket incorrectly. It was later reported that the physician moved the stand/pump so that he could see it, and the stand/pump started to migrate and tip towards the scanner. As it was tilting, the physician grabbed the pump and bracket, accidently pressed the release button on the bracket, then the pump was drawn into the bore of the magnet.